Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 4000 pumps. The complaint of wont power off and constant alarm and damaged case was verified upon testing device the complaint t was isolated to the main board, which if found to be eight years old. . When visually inspecting the device, the top case was chipped and cracked. Battery was missing. Event log revealed there was supercap post error in history log. Actions was taken to replace the main board and repair case. Maintenance was done on device which is summarized and attached. Repair summary: replaced damaged top and bottom cases and right and left plunger cases. Installed missing battery. Replaced the old kurt blue worm gear. Upgraded the motor mount and replaced worm coupling. Installed cable guard per eco 12-0097. Replaced power supply board and interconnect board due to alarming at power off. Cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed. Returned l-bracket and power cord with the pump.

Event description:
Information received a smith medical medfusion 4000 pump won't power off, constant alarm, damaged top case. No patient adverse events reported.